Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the device was set up properly; however, when attempting to fire the first band, the trip wire detached from the rest of the bands and the device failed to deploy the bands. The same issue happened with the second speedband superview super 7 device. The procedure was not completed due to this event and the procedure was rescheduled. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on (B)(6), 2021*** it was reported that there was no difficulty experience when setting up the device. Additionally, the rescheduled procedure was completed with another speedband superview super 7 device. The date of the rescheduled procedure is unknown. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a0501 captures the reportable issue of tripwire detached. Medical device code a050501 captures the reportable issue of bands failed to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the device was set up properly; however, when attempting to fire the first band, the trip wire detached from the rest of the bands and the device failed to deploy the bands. The same issue happened with the second speedband superview super 7 device. The procedure was not completed due to this event and the procedure was rescheduled. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.